Manufacturer narrative:
The pump was received with blank display and battery tube and battery getting hot due to shorted and burned component on electronic assembly. No melting noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump melted after batteries were installed. Customer's blood glucose was 143 mg/dl at the time of incident. Troubleshooting found that the pump melted at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.